Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer was unable to confirm if the pump was within the validated operating altitude range. The customer reverted to an alternate method of insulin therapy.